Event description:
There was no pt involved in this event. The was no pt involved in this event. This device malfunction because the status indicator was not flashing and the device will not power on. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.

Manufacturer narrative:
The pad device was installed on (B)(6) 2012 and operated successfully until (B)(6) 2013. During initial testing the returned pad-pak from lot a1173 was inserted into the device. There was no response from the device and the pad-pak was found to have a blown fuse. A test pad-pak was installed and the device was subject to further testing during which the test pad-pak had a blown fuse. This confirms the reported fault. The device was disassembled for investigation and it revealed the c9 capacitor was bulging at the vent on the top of the capacitor, there was also a residue found on the top of the capacitor. This would suggest the capacitor had failed and would explain the fused pad-pak's and absence f the status led. The pad pak, which contains the electrodes and batteries, is labeled for single sue but the samaritan pad 300 and 300p devices are for multi-use.